Manufacturer narrative:
The device was received fully deployed. During investigation, a tear was observed on the left side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this tear. This tear in the exposed portion of the soft cannula can be confirmed as the cause of the reported not sure delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for not sure delivering insulin.